Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and after doing so, the malfunction did not recur. The customer was instructed to continue using the pump and to reach out if any issues reappeared.